Manufacturer narrative:
Findings: the insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test or verify no delivery/occlusion alarm due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had no delivery. The customer¿s blood glucose level was 310 mg/dl. The customer was treated with the backup plan (insulin pump). It was reported that they had no delivery during the bolus. It was reported that the displacement test was performed and the test was passed. The customer was advised customer to contact health care professional if no reason was found. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no delivery/occlusion alarm due to motor error alarms. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.